Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive act button due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, display window and battery tube threads. The insulin pump was received with minor scratched lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they were unable to clear the alarm with escape and act button. The customer also reported they were unable to resolve the alarm by removing the battery. The customer's blood glucose was 200 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.